Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that while the physician was performing diagnostic tests, an episode of ventricular tachycardia (vt) was initiated that accelerated to a faster vt, which the device appropriately shocked the patient out of. The physician then initiated a second episode of vt where the device algorithm classified it as supra ventricular tachycardia (svt) and withheld therapies. The patient was manually rescued from the episode. It was determined that the wavelets of the two episodes were completely different, and the second episode appeared to be similar to the patient's native rhythm. The physician is planning on performing a vt ablation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.